Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a coroner's office. A cause of death of sepsis was provided and no further details are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.